Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that they were unable to discontinue a medication in the system. There was no patient harm related to this reported issue.